Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" error code was found in the ventilator's downloaded event log. The device's oxygen blending module board needs to be replaced to address the issue. However, it was not replaced as the service life of the device will end in august 2024.the repair was canceled, and the device will be scrapped due to lease being up.